Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter in the channel could not be identified and a definitive root cause of the issue could not be determined, as the facility device reprocessing was confirmed to have been implemented in accordance with the IFU and no device deformation was observed that might contribute to the retention of foreign material. In addition, the following non-reportable malfunctions were found during the device evaluation: - ccd unit is damaged. - lg lens is polluted. - there is crumple at the connecting tube. - liquid leaks due to cutting part of ar. - insulation resistance at the tip is out of standard due to burning point of c-cover. - angulation to the up direction is out of standards due to worn of angle wire. - suction cylinder is cut off. - lg connector is broken. Reprocessing survey info: - the device was cleaned, disinfected, and sterilized before being sent to olympus - no delay in the start of pre-cleaning - the air/water nozzle was flushed with water and air - no abnormalities in the accessories used for reprocessing - water was aspirated through the instrument channel - the customer flush the air/water nozzle / channel with the detergent solution olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was foreign debris in the channels (including auxiliary water channels) of the gastrointestinal videoscope. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device will be returned. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is provided by the user facility.